Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the panel of the video system center did not come out and when the camera head was connected, image was not displayed. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified tracing to the device malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.